Manufacturer narrative:
As of (B)(6) 2017 retained product was submitted to the lab for testing in addition to evaluate the biocompatibility studies. Refer to for further details. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin. The product's labeling has a warning that it is a strong adhesive not intended for use on delicate or sensitive skin. As of (B)(6) 2017 unused returned product was submitted to the lab for testing. Refer to for further details. (B)(4) (actual device not evaluated) was removed.

Event description:
Consumer stated product caused a burn on her daughter skin. The bandage was on patient for about 1.5 days.

Manufacturer narrative:
As of (B)(6) 2017 retained product was submitted to the lab for testing in addition to evaluate the biocompatibility studies. While every attempt is made to develop a product that meets all users' needs, there is always a possibility that some consumers may be sensitive to certain adhesives, materials, foods and medicines that can potentially cause irritation to the skin. The product's labeling has a warning that it is a strong adhesive not intended for use on delicate or sensitive skin.

Event description:
Consumer stated product caused a burn on her daughter skin. The bandage was on patient for about 1.5 days.